Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: blind device received in the product evaluation lab with no complaint information attached and could not be associated with an existing complaint. After additional information was received it was clarified that patient experienced right sided rupture. During the visual inspection, the device was found to be ruptured. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 325cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2020.